Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The power supply was inspected during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that both the monitors on the 9400 system are unreliable. The left monitor fades out and the right monitor blinks. No pt injury was reported.